Event description:
It was reported there were frequent primary audible alarms. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis with complaint that there were frequent primary audible alarms. No relative complaints were found in event history. Review indicated that the j9 connector may have become fatigued, which could have contributed to intermittent signal loss. The interconnect board was replaced. No systemic product design issue was identified, and the device passed verification testing after service.